Manufacturer narrative:
H3, h6: the device intended for use in treatment was returned for evaluation. A relationship between the reported event and device could not be established. A visual inspection was performed and showed no damage to the device. Functional inspection was performed and showed the u.I assembly is corroded, and the handpiece will not lock up. The manufacturing records show no evidence that the product did not meet specification at the time of manufacture. A complaint review indicated other failures reported. Root cause is determined to be corrosion. This investigation is now complete with no further action deemed necessary. Smith + nephew will continue to monitor for adverse trends related to this product.

Manufacturer narrative:
(B)(4)

Event description:
It was reported that during an inspection when the versajet ii system was set up with a new disposable handpiece it did not work due to the foot pedal being defective.